Event description:
A malfunction alarm, identified as "malf 9," was reported, but there was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided information on resetting the pump. After the reset, the malfunction did not recur, and it was determined that the customer could continue using the pump. The customer was advised to call back if the issue happened again, which the customer acknowledged and understood.